Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 3 of 5. Per the initial report, the home patient (hp) had system error 2240 (air in the line). The technical service representative (tsr) investigation found that the supply bag become disconnected from the set up. The tsr advised the hp to dispose of the current set up and start over with either manual bags or all new supplies. Global product surveillance contacted the peritoneal dialysis nurse (rn) on (B)(6) 2011. The rn stated that the hp has not had any complications the rn stated that the hp has been completing therapy and doing fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of a system error 2240 (air in cassette) alarm was confirmed and the cause was identified as a disconnected supply bag patent stated the supply bag became disconnected during therapy. A disconnected supply will allow a large amount of air to enter the set causing a se 2240 alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Baxter will continue to monitor similar reports to determine if further actions are required.